Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analysed. A space line was inserted, and the infusion started with a volume of 500,50ml and a rate of 22,75ml/h. The infusion started and an air bubble alarm occurred. The line was purged, and the infusion started again. On (B)(6) 2021 at 07:41:55 am two upstream alarms occurred. The reason for the alarm could not be clarified. The line was extracted. No other abnormalities were found in the device history. 3. Judgment: 3.1 the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to customer: "the chemotherapy completed 10 hours earlier than the setting by using space IV pump and anti-uv pump set. Pump setting: infusion drug details: vincristine,22.75ml/hour, 500ml, 22 hr, start: (B)(6) 2021 19:26pm, rate: 22.75ml/hr, pump alarm: (B)(6) 2021 8:40 am pump alarmed and rn found the infusion bag already run out. No patient harm was reported, patient was safe."